Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. Dexcom technical support advised trial patient to perform reset on device. The trial patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).